Event description:
It was reported that during selection of the device for use, it was noticed the sterile barrier was compromised. A 1.9 zero tip basket had been selected for use in an unspecified procedure. It was noticed that "there was a rippling effect to the plastic pouch". The outer package appeared "damaged". The sterile barrier of the device had been compromised. The device was not used.

Manufacturer narrative:
Device analysis: visual inspection found the clear portion of the pouch is torn along the right hand side of the pouch. Damage to the pouch was observed along the right hand side where the tray contacts the pouch, starting from the top right hand side of the pouch 3/4 of the way down to where the tear in the pouch occurred. The damage to the pouch occurred from the clear material of the pouch contacting the edge of the tray. The edge of the tray is relatively sharp and can damage and cut the pouch if the pouch is not handled correctly. A review of the device history record revealed no issues that could be associated with this incident. The root cause for this complaint is a design issue. The design of the tray and pouch was not sufficient to prevent the pouch from being damaged during handling.